Event description:
A power source alert was reported by the caller. The caller declined to answer whether there was an impact on their blood glucose level. Technical support instructed the caller to connect the wall adapter to a functioning outlet and wait for at least 30 minutes to see if the pump would start charging. Customer was advised to call back if the issue persisted.